Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 500 mg/dl. A correction injection via manual injection was administered to address bg level. Customer will continue to use the pump for insulin therapy and rely on t: connect mobile app to interact/bolus with pump, along with manual injections if needed.